Event description:
Philips rec'd a report that the pt looked directly into laser in the bore of brilliance 64 CT during a sinus study and reported blurred vision. Pt was advised to seek medical attention from an ophthalmologist. No add'l pt info was made available.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. The investigation included a review of the site logs and svc history and found no malfunction which might effect laser. Instructions for use (br6_16_2.3_IFU laser) was reviewed and determined applicable warnings were appropriate. The operator was warned to instruct the pt not to stare into the beam and for head examinations, that pt was to wear protective glasses when the laser beams was on. This is deemed to be due to use error. (B)(4).